Event description:
Reporter alleged obtaining a high blood glucose value of 535 mg/dl on his advantage system and went to the emergency room (ER) as a result. Reporter stated he was experiencing hypoglycemic symptoms of shaking at the time and when arriving at the ER, their measurement was either 44 or 53 mg/dl performed 15 minutes later. Reporter indicated being treated with orange juice and a bar, type not provided. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.